Event description:
A medtronic representative reported that at the close of an ent procedure, the surgeon received a small puncture wound from the fusion registration probe. A student scrub tech was taking off the instrument tracker at the end of a procedure. The student scrub tech pulled too hard and the instrument in her left hand hit the surgeon. The probe made a small puncture on the back of the surgeon's hand, drawing blood. The field was still sterile at time of the puncture wound. It was noted that the student scrub tech was not following proper technique for removing the patient tracker and not paying attention to surgeon proximity. The patient in this procedure was not involved in this incident. Medtronic navigation is filing this MDR to ensure visibility to an event as a result of a procedure that utilized medtronic navigation's ent registration probe. There is no allegation to suggest that medtronic navigation's product caused or contributed to the reported event.

Manufacturer narrative:
Patient information represents the doctor that received the injury in this event. Device lot number, or serial number, not available at time of this report. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable at this time. Return of device named in this report is not expected. There is no indication that medtronic navigation's device caused or contributed to the reported event. This incident was a user error. Part not returned.

Manufacturer narrative:
Additional information: lot number and device manufacturer date provided.